Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on her left side where the monitor rests on her skin. The patient is a nurse and applied cortisone cream on the rash. The patient reported that the rash looked better the day after applying the cortisone cream.